Event description:
Physician was attempting to use a hawkone m atherectomy device along with a 6/65 non-medtronic (sheath and a 300cm non-medtronic guidewire to treat a 250mm fibrous plaque lesion in the patients left proximal mid distal superficial femoral artery (sfa) <(>&<)> popliteal artery. Little vessel tortuosity and moderate vessel calcification are reported. Lesion exhibited cto (chronic total occlusion-100%) stenosis. Artery diameter reported as 6mm. The vessel was not pre dilated but was post dilated. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. No resistance was felt during device advancement. Tip damage is reported. After packing the nosecone the plaque filling comes through the nitinol making it difficult to remove the device. Moderate resistance is reported during device withdrawal. The tip did not separate at hinge pin. The flush port on catheter handle was not damaged. The cutter was damaged but did not need to be retrieved from patient. The nosecone overfilled but device removed without any complications. A replacement hawkone m device was used successfully to complete procedure. No patient injury reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis there is a bulge containing biologics approximately 20mm from the cutter window. The biologics are protruding through the housing wall and the tecothane. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.